Event description:
Provider states that the power elevating seat is not working on this chair. Provider states upon looking into the actuator bypass harness the little black box on the harness smells like smoke and looks burnt. Provider states he recalls the consumer mentioning that she may have gotten this box wet.